Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead warning was trigged due to the right atrial (ra) lead impedance measurements was out of range. It was noted that the impedance was slightly lower than normal. A lead issue is not suspected due to the lead trends are steady. The lead remains in use. No patient complications have been reported as a result of this event.